Event description:
It was reported that pt had his device removed due to device fluid loss. The pt was reimplanted with a new acticon neosphincter device at this time.

Manufacturer narrative:
Balloon catalog # 72402105 - lot 398695006 exp. 07/21/2009 mfg. 07/2004. Pump catalog # 72402287 - lot 406177005 exp. 11/23/2009 mfg 11/2004. Returned device analysis indicates device failure occurred with a leak in the cuff that was due to wear. The pump was functional, but the resistor flow rate was below specifications. The balloon performed within specifications. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.